Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the suggested events. Based on the results of the investigation, this event is not caused by user error. In addition, the likely causes of the malfunctions are: the endoscope detection of the connector failed due to long-term repeated use over 10 years, which caused the high-intensity light guide detection to be unstable, and the high intensity mode was set intermittently, resulting in a flash or flicker. - the aperture assembly deteriorated over time due to long-term repeated use over 10 years and failed, which caused failure in the brightness adjustment.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified procedure, the subject device was working intermittently and the examination light was strobing or flickering. The user moved the endoscope the issue was resolved. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.